Manufacturer narrative:
H3/h6: the device was not returned for analysis. Service history review identified that no previous repairs were noted within the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, problem confirmation cannot be performed. Therefore, the cause of the issue could not be determined.

Event description:
It was reported that the device exhibited a downstream occlusion error and was not working. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.